Manufacturer narrative:
The returned product was evaluated by the co for patency, pressure/flow characteristics, preimplantation pressure and siphoning. The product met all the co performance specifications.

Event description:
Valve defective. Would not allow flow through the end of the pump. Valve was "hard".